Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Rite test failure, no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite (home choice return instrument test/evaluation) electrical test failed for earth leakage current failed performance spec and the rite functional test failed. The assignable cause of the rite electrical test failure is determined to be the active power cord shorting against the conductive coating on the inside of the base assembly. Baxter will continue to monitor similar reports to determine if further actions are required.